Event description:
Complainant alleged that medics reponded to a call for a patient who coded. It was stated that the patient had been "down a while" prior to medic arrival. CPR was being performed upon arrival. While attempting to assess the patient, the device was unable to detect an ECG signal via multi-function electrodes or 3-lead cable and monitoring electrodes. The users obtained another device to continue treatment, unfortunately the patient subsequently expired. The complainant indicated that the patient outcome was not a result of the reported malfunction.